Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that high capture threshold and high pacing impedance observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.